Event description:
The customer reported a/c adapter brick is not working. Cannot run on ac or charge battery. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.